Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that therapy stopped working a day or so ago and the overactive bladder symptoms returned. Stimulation was not felt and the patient had " a small fall on the carpet" about a week or so ago. They were unable to confirm if stimulation was on or off. There was a poor communication screen on the patient programmer (pp). The patient was not recently implanted or had a revision surgery. An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. The poor communication started yesterday, (B)(6) 2016. There was no telemetry with or without the antenna. The patient had first changed the aaa batteries and there was also trouble with the battery cover that started today; that issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their replacement programmer had resolved their communication issues. The patient was unsure of the circumstances that led to their therapy not working. The patient stated that no fall was involved with the event. They were having too much frequency. The cause of the patient's therapy not working remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.